Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01167. It was reported the patient's scs leads migrated out of the epidural space. The patient underwent surgical intervention and her scs leads were explanted and replaced.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.